Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation, during the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Additionally, the service technician also noted error codes present e055 (therapy queue full), e053 (comp log sem timeout) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.